Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during use, the camera system experienced lag and malfunctioned, with the module unresponsive; during real-time surgery, the image went completely black with no video output, and real-time images of the surgical field and body cavity could not be obtained." No negative impact in state of health reported.